Manufacturer narrative:
No blank display dung testing. Pump passed self test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Battery cycle 43.0 received the lowbatteryalert (104) on 11/20/2025 13:41:00 after more than 7 days at 44.19 days. Battery cycle 42.0 received the lowbatteryalert (104) on 10/06/2025 22:29:00 after more than 7 days at 44.42 days. Battery cycle 41.0 received the lowbatteryalert (104) on 08/23/2025 12:16:00 after more than 7 days at 40.48 days. The pump was cut open, no moisture damaged electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). No blank display dung testing. No unexpected battery power loss, charge/battery lasts less than expected or low battery alert noted during testing and in files download history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, a low battery alert prior to the replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and this was not the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. The display did not return after pump restart. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.